Event description:
It was reported that 4,000 bd discardit¿ ii 10 ml syringes experienced leakage. The following information was provided by the initial reporter: customer complained in two aspects they are 1) while withdrawing blood, they are observing some air bubbles after taking some amount of blood & 2) there are some incidents where blood spread/fell on the ground while withdrawing blood.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2009507. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. However, the retained samples did not reveal any signs of defect upon inspection. Based on the provided feedback, it is possible that this reported incident was a consequence of damage to the plunger lip component. This type of damage can result during the handling of the product through the manufacturing process or within the plunger assembly machine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4,000 bd discardit¿ ii 10 ml syringes experienced leakage. The following information was provided by the initial reporter: customer complained in two aspects they are while withdrawing blood, they are observing some air bubbles after taking some amount of blood & there are some incidents where blood spread/fell on the ground while withdrawing blood.